Event description:
Reporter indicated that the pt had passed away. The pt was last seen by the physician in 2002 and was receiving the vns therapy at the time of death. The pt's family reported that the pt did seem to benefit from the vns therapy. The pt was found dead in bed and an autopsy report is pending. Several attempts have been made to obtain add'l info, however, no response has been received to date. The physician was reluctant to provide details about the event based on a recommendation from his risk mgmt group.